Event description:
Patient received an inferential current electrotherapy treatment. The patient later reported a burn in the treatment area. The burn was reported to be in the proximity of the electrode placement during the previous treatment.

Manufacturer narrative:
Awaiting return and evaluation of the device. Ipf, stimulator, muscle, powered,(B)(4); gzi, stimulator, neuromuscular, external functional, (B)(4).